Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 18cm x 12mm ipp device with 100ml reservoir was implanted. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.